Event description:
It was reported that balloon rupture occurred. The patient was presented with decreased flow of arteriovenous fistula and underwent ultrasound-guided percutaneous arteriovenous fistula creation for hemodialysis access. The stenosed target lesion was located in moderately calcified cephalic vein of forearm wrist. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during second inflation at 24 atmospheres for 30 seconds, abnormal sound was heard and the balloon burst. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries were reported, and the patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).